Event description:
The customer received a blood glucose reading of 294mg/dl on the contour next ez. She felt dizzy and weak. An ambulance was called. Paramedics retested her with their meter and the reading was 306mg/dl. She was taken to the hospital and given medication (specifics unknown). She was discharged after 7 hours. The advocate was advised to return the test strips for evaluation. New meter and strips were sent to the customer.

Manufacturer narrative:
Initial reporter address and phone were not provided.